Event description:
It was reported, the patient had incontinence which began 6 weeks prior to report in addition to a urinary tract infection. It was stated, the patient had three rounds of antibiotics and the uti did not clear so the physician gave a low dose of antibiotics for one year which started a couple weeks prior to report. Reportedly, prior the incontinence was 100% treated. The patient had an appointment scheduled for 2013-09-24 and was redirected to her healthcare provider.

Event description:
Additional information reported the patient did not have concerns regarding their device or therapy. It was also stated the patient received assistance form their representative or doctor and their concerns were resolved on 2013-(B)(6).

Manufacturer narrative:
Product ID 3889-28 lot# v689333, implanted: 2011 (B)(6); product type lead product ID neu_unknown_prog lot# unknown; product type programmer, physician. (B)(4).